Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was tested and found to be within specification in relation to the reported air in line alarms. The false alarms were not reproduced during baxter's evaluation. The alarms were confirmed during a review of the event history log, however no device malfunction was observed.